Event description:
It was reported that the atrial lead dislodged. The physician chose to replace the lead instead of repositioning it. During the implant procedure, the new atrial lead dislodged three times from three different locations within the right atrium. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.